Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing on the pyxis medstation. An a01 message was sent through corepoint to pyxis. A technical support specialist logged into the server and found the patient information and causing the patient to not appear due to inactivity days. The technical support specialist sent the customer information to update the admission time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. The case was a user error as it was found by the technical support specialist (tss) that the date of admission date was incorrectly entered as 01/04 as opposed to 04/01 resulting in the pt inactivity days.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es patient was not appearing on station. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.